Event description:
On november 15, 2024, the reporter (home nurse) of the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch delica lancing device has a loose cap and falls off. The complaint was classified based on the customer care agent (cca) documentation of the initial call. The reporter alleged that the issue with the subject device started at night on (B)(6) 2024. The home nurse stated that the cap of the subject lancing device stopped locking in place, the patient did not want to deal with that and did not take a blood glucose reading because of the issue. The patient manages their diabetes with insulin (humulin 70/30 kwikpen, 20 units twice a day) and skipped their medication in response to the alleged issue, at night. The home nurse claimed that the following day, on (B)(6) 2024, at 11 am, they found the patient ¿passed out¿ and ¿not responding¿. The nurse called the emergency medical services (ems) and the ambulance staff injected the patient with unspecified medication. The patient was taken to the hospital and provided with more medication as the patient was still not responding. The patient went home around 9 pm that same day. The nurse did not report any blood glucose readings obtained at the hospital. During troubleshooting, the cca noted the subject lancing device was not being used for the first time, there was no indication of misuse of the device, and they confirmed that the patient had used the correct lancets (33g). The subject device was in use for 3 weeks before the alleged issue occurred. The cca concluded that the correct cap was being used and the patient had been following the correct testing technique, however the issue remained unresolved. A replacement device was sent to the patient. This complaint is being reported because the patient claimed they were unable to test their blood glucose due to the reported issue, reportedly developed symptoms suggestive of a serious injury adverse event and received medical intervention by a health care professional (hcp) for an acute blood glucose excursion after. The subject device could not be ruled out as a cause or contributor to the event.